Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-rays by physician did not reveal any discontinuities in the ncp system. The patient denies any injury or trauma that may have damaged the lead. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Treating neurologist plans no action at this time unless the patient becomes symptomatic.